Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and upon resetting pump, air was observed in the tubing. Customer changed the cartridge to resolve the issues. Customer's blood glucose was 142 mg/dl.